Event description:
The pt presented within a few days post deployment of a 6f angio-seal evolution complaining of groin/leg pain. There was no pulse noted in the affected leg. Surgical intervention was performed, restoring the pulse. Add'l info was requested, but none was available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.